Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a CT scan that showed fluid around the outflow graft, and driveline infection. The pump was explanted on (B)(6) 2017 and exchanged with another manufacturer's device. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Evaluation of the explanted pump confirmed acute thrombus in the inflow conduit and outflow conduit. However, the presence of these depositions during pump operation could not be confirmed. The pump was returned assembled with the driveline severed approximately 7 inches from the pump housing. The severed portion of the driveline was not returned. The inflow graft, inlet elbow, outflow graft attachment, and outlet elbow revealed red/white, soft depositions. The absence of structure indicates that these depositions developed acutely and were not likely present while the pump was supporting the patient. Furthermore, the depositions were slightly adhered and appeared to have developed acutely due to poor surface washing. However, a specific cause for the development of these depositions could not be determined. The rotor revealed post explant blood, and no other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Infections and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.